Manufacturer narrative:
(B)(4) device evaluation: the report that the catheter was cut off was confirmed. Returned was a 2-lumen catheter marked 7fr x 60cm on the hub. The catheter body was severed 0.4 cm from the juncture hub. The ends of the extrusion were examined microscopically and their appearance was consistent with being cut by a sharp instrument. The instruction booklet provided with the set contains the warning not to use scissors to remove dressing in order to reduce the risk of cutting the catheter. A review of the device history records for the catheter did not reveal any manufacturing related issues. Based on the appearance of the sample and the information reported, operational context caused of contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported the catheter was being placed into the patient's femoral vein in their room. The flush test was performed prior to insertion and no problem was found. The catheter placement was successful. During catheter use the clinician disinfected the insertion site area and the catheter was cut off. As a result, the catheter was replaced with a new line. There was no delay in treatment and no patient death or complications reported.